Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent cartridge change errors. The customer was not able to troubleshoot at the time tandem technical support was contacted. Although requested, additional information regarding the event was not provided. There was no reported impact to the customer's blood glucose level.